Manufacturer narrative:
G4: 29jun2020. B4: 06jul2020. The data acquisition board was returned to manufacturer to failure investigation (fi) for analysis. It was determined that there is no fault found. Fi investigation could not replicate problem. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25feb2020.

Event description:
The customer reported high (o2) oxygen pressure and no o2 available failure. The errors referenced alarm message: high o2 supply pressure and alarm message: oxygen not available. There was no patient involvement. The manufacturer¿s field service engineer (fse) could not replicate the reported issues. The fse replaced the following parts as a precaution, air/o2 flow sensor solenoid valve (o2) oxygen, and data acquisition board. The unit was returned to the customer working.